Event description:
A customer reported a malfunction identified as malfunction code 9, which was associated with a motor movement error. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance on how to reset the pump, and the issue did not recur post-reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.